Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged that the basal history did not match the active basal program. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission: 29-jan-2018. Device evaluation: the device has been returned and evaluated by product analysis on 11-jan-2018 with the following findings: a review of the pump black box data showed the basal history for (B)(6) 2017 appears to be inaccurate due to a replace cartridge alarm at 10:35 and the next prime was recorded at 13:00. Th e pump was exercised for 24 hours with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and total daily dose showed 48.0u. The complaint of a history settings issue was not duplicated during testing.